Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-03045 / 03048).

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports patient was revised due to pain. Revision op report notes atrophy of the gluteus musculature and a full-thickness tear at the previously reconstructed portion anteriorly, grayish discoloration of the pseudocapsule, and a subchondral cyst beneath the cup. Op report further notes that implants were well oriented and well fixed; however, the taper insert was cold welded to the head and stem and would not disengage. The femur was fractured during removal of the stem. All components were removed and replaced with competitor product.